Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The fe arrived on site and investigated the reported issue on the instrument. The fe cleaned and inspected all tip clamps, plunger clamps, collets, and lld springs. The fe observed a broken plunger clamp at position 7. The plunger clamp was replaced. The fe then cleaned and lubricated all guide rods. The fe performed splld checking procedure and tested the summit with (B)(4). The instrument was tested without problem. The instrument is now performing as expected.